Manufacturer narrative:
Citation: hernandez-garcia jm et al. Percutaneous treatment of a dysfunctional aortic bioprosthesis with the corevalve(®) prosthesis. Rev esp cardiol. 2011 feb;64(2):155-8. Doi: 10.1016/j.recesp.2010.03.001. Epub 2011 jan 3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding one institution¿s initial experience in treating aortic bioprosthesis dysfunction by percutaneous valve-in-valve implantation using a transcatheter aortic valve. All data were collected from a single center between april 2008 and november 2009. The study population included 4 patients (predominantly female; mean age 77 years), 1 was previously implanted with a 21 mm medtronic mosaic bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: valve-in-valve implantation (transcatheter aortic valve placed inside dysfunctional surgical aortic valve) and bioprosthesis dysfunction due to stenosis or regurgitation. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.